Event description:
Patient reported left sided pain, left side "looks deformed", left side "looks like it lost some silicone and is softer than the other one, left side has "scar tissue." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.